Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. The insulin pump passed idle current test, run current test, displacement test and rewind. The insulin pump was unable to perform self test, off no power test, unexpected restart error test, occlusion test, no delivery test due to compromised force sensor system alarm. The insulin pump had cracked display window, cracked case at display window corners, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.